Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned with a core separation. Based on a visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during un-packaging of the acculink device, it was observed that the handle appeared to be opened up and pulled apart. It was also observed that the proximal shaft was pinched down. The device was not used. A new acculink was used successfully. There was no patient involvement and no clinically significant delay in the procedure. Based on returned device analysis, an unknown abbott guide wire returned inserted into the lumen of the device, and the guide wire was separated. The guide wire was not stuck in the sess, but was able to move freely. Additional follow up revealed that the unknown abbott guide wire was used to demonstrate the difficulties that the physician was experiencing with the acculink device. It is unknown when the guide wire separated; however, it was confirmed that it did not occur in the patient, and was not used in the anatomy. No additional information was provided.